Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered too much insulin via pump and manual injections. The customer experienced a low blood glucose (bg) level of 50 mg/dl, which was addressed by consuming eggs and toast. Then, the customer stated bg levels elevated up to 300 mg/dl due to the food consumed. The customer delivered a correction via the pump and manual injection, and at the time of the call, the customer's bg level was 105 mg/dl.